Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the latch on the motor was broken. No other details regarding the nature of the event were provided. Since the event occurred after cardiopulmonary bypass, there was no patient involvement during this event.